Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed the device, and found there was abnormality of the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. There was a work defect in the soldering of the cable and the video connector, and the soldering was broken by some stress. The instruction manual of the subject device states the corresponding method in case of an abnormality.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc will start evaluating subject device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During the check of the delivery of the subject device, an abnormal endoscopic image appeared on the monitor and an endoscopic image disappeared. Other detailed information was not provided. There was no report of patient injury associated with the event.